Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the flex spot pc not booting up. Fse replaced flex spot pc and software reloaded onto it. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host pc is not booting up. The device was in clinical use.